Event description:
It was reported that the pump exhibited error code 41622 and would not clear. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection found the device was in good condition. The device lost the error logs, so the event history could not be reviewed. Functional testing was performed, and the reported issue was confirmed. The cam flex sensor was broken from the bracket and was causing the issue. The cam flex sensor and bracket were replaced.